Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, urinary frequency, pelvic discomfort, low back pain and post coital bleeding. Concomitant products included ethinylestradiol; norelgestromin (ortho evra) from (B)(6) 2011 to (B)(6) 2011 for birth control, vitamins nos for hair loss as well as aciclovir sodium (acyclovir sodium), ibuprofen since (B)(6) 2011, naproxen from 2011 to 2015 and phentermine hydrochloride (phentermine hcl). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematuria ("abnormal bleeding (general) hematuria"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) ,"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: vision"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problem or changes"), urinary tract disorder ("bladder or urinary problem or changes"), pain in extremity ("pain leg"), vulvovaginal pain ("pain vaginal") and abdominal pain ("pain abdominal") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (surgical removal of coils with tubouterine implantation procedure,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, visual impairment, weight increased, alopecia, bladder disorder, urinary tract disorder, pain in extremity, vulvovaginal pain and abdominal pain outcome was unknown and the haematuria, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, haematuria, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Discrepancy noted - (B)(6) 2012 essure insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. 'There are 2 essure devices in the proximal of both fallopian tubes. No evidence of contrast seeping beyond the occlusion devices. Uterine cavity is unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and mr received ¿ case becomes incident. Previously reported event ¿injury nos¿ replaced by new specific events: pain pelvic, abnormal bleeding (general) hematuria, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) , vaginal discharge, vision/eye problems type: vision, fatigue, weight gain / loss specify which one: weight gain, hair loss, bladder or urinary problem or changes, pain leg, pain vaginal and pain abdominal were added. Essure insertion date updated, removal date and indication were added. Patient date of birth was added. New reporter and consumer address were added. Lab data, medical history and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('gen.abnorm. Bleed') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, urinary frequency, pelvic discomfort, low back pain and post coital bleeding. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2011 to (B)(6) 2011 for birth control, vitamins nos for hair loss as well as aciclovir sodium (acyclovir sodium), ibuprofen since (B)(6) 2011, naproxen from 2011 to 2015 and phentermine hydrochloride (phentermine hcl). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematuria ("abnormal bleeding (general) hematuria"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) ,"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: vision"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problem or changes"), urinary tract disorder ("bladder or urinary problem or changes"), pain in extremity ("pain leg"), vulvovaginal pain ("pain vaginal") and abdominal pain ("pain abdominal") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (surgical removal of coils with tubouterine implantation procedure,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, visual impairment, bladder disorder, urinary tract disorder, pain in extremity, vulvovaginal pain and abdominal pain outcome was unknown and the haematuria, menorrhagia, urinary tract infection, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, genital haemorrhage and headache had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haematuria, headache, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Discrepancy noted - (B)(6) 2012 essure insertion date. Received treatment for menorrhagia, gen. Abnorm. Bleed, headaches, fatigue, hair loss, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. 1. There are 2 essure devices in the proximal of both fallopian tubes. 2.no evidence of contrast seeping beyond the occlusion devices. 3. Uterine cavity is unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events added: menorrhagia, gen. Abnorm. Bleed, headaches. Outcome of the previously added events fatigue, hair loss, migraine, weight gain were updated to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.